Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.

Event description:
On (B)(6) 2013, the reporter stated that the consumer states on (B)(6) 2013, at a restaurant he did his injection and when pulling the needle out, he noticed the needle was missing. The consumer went to his doctor's office to advise of next steps. The doctor advised he should get some x-rays done to see if the needle traveled. He went to the facility with a new needle and the technician advised he had to go to the medical center to get the x-rays done as their machines can't pick up the fine needle. On (B)(6) 2013, he went to the medical center and they took x-rays. Additional information received via a telephone on (B)(6) 2013, the consumer stated that his doctors office recommended that he go to receive an x-ray to determine if the needle was in fact left in his skin. He states that the x-ray report did not show the needle in him and was never located. He states that he was doing fine and the affected site was without any problems. Additional information received via telephone on (B)(6) 2013, the consumer stated that he was going to the doctor for a scan to see if the needle could be identified. No further information is available.